Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that the pump charges but when connected to the sensor it does not work. The customer stated that the pump does blink when connected to a sensor. The customer stated that the alarm did not go off when there were low blood glucose readings. The customer declined to troubleshoot as she was headed back from break at work. The customer was advised to call back to troubleshoot.